Manufacturer narrative:
One used 4.5mm incisor plus platinum series blade was returned for evaluation. The device was able to rotate freely upon receipt. The pre-existing wear does indicate that excessive side loading took place. There was no black debris immediately found upon initial inspection. The device was then tested under extreme and abnormal conditions: the device was run ¿dry¿ without any irrigation at the maximum speed of 5000rpm with intermittent side-load force toward the tip for approximately three minutes. This resulted in the device significantly heating up toward the tip and the formation of a dark residue over time. Note that, based on the components of the device, this residue would be composed of the silicone fluid, the tin-nickel plating, and/or the base metal used in the device. Bio-compatibility report notes these components (304 stainless steel tips with 17-4 hardened tips, tin-nickel plating, and silicone dipping) and concluded that the device is safe and compatible with biological systems. Based on the state of the product upon receipt, and the conditions required to recreate the issue, there is evidence to support that the user had applied excessive side-loading forces and/or ran the device without sufficient irrigation. Both of these circumstances are warned against in the instructions for use: ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation ¿¿ / ¿periodic irrigation of the blade is recommended to provide adequate cooling of the blade and to prevent accumulation of excised materials in the surgical site¿¿ / ¿irreversible damage to blades or burrs will result if they are run without the flow of irrigation (dry).¿ the effects observed are consistent with the effects warned against in the instructions for use when the device instructions are not followed.

Event description:
It was reported during a meniscus repair, black debris came off the blade onto the meniscus. A backup device was used to complete the surgery. No significant delay or patient injury reported.